Manufacturer narrative:
Upon completion of the investigation it was noted that the carbide insert was broken and detached from the needle holder/jaw. The broken portion of the insert was not returned for evaluation. Examination using high magnification revealed that a portion of the insert fractured and detached from the base metal. The exposed base metal is slightly discolored and rough, however; it is not possible to evaluate the soldering process or quantitate the amount of solder applied to bond the insert in place. The remainder of the broken insert and the other insert/jaw appears to be well bonded with no apparent voids, fractures or anomalies. The exact cause of insert breakage/detachment could not be verified. There is no visual evidence of metallurgic defects such as corrosion on the metal surfaces including the broken portion of the insert. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Customer reported that the tip of needle insert broke off intra-operatively and not discovered until found in patients mouth postoperatively, after discharge from pacu. Child complained of discomfort inside mouth, lower lip area. Surgeon re-examined childs mouth and found item that looked like insert to needle holder. A defective needle holder had been identified during surgical procedure. Resident and nurse compared object found in patients mouth with defective needle holder and item fit into defective part of needle holder. The item was removed.